Manufacturer narrative:
One cadd solis vip pump was received with no physical damage found. The event history log was unable to be downloaded. The boot up menu was opened and the reported issue was duplicated. The pump alarmed with a red screen alarm error 41171. This error is due to software timing issues. It was recommended that the pwa board be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was pulling error 41175 at start up. There was no reported adverse event.